Manufacturer narrative:
Patient information not available for reporting. 510k: this report is for an unknown matrixneuro screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the subsequent review of the following literature article: b. Pavan kumar et al (2014) study of efficacy and the comparison between 2.0 mm locking plating system and 2.0 mm standard plating system in mandibular fractures, journal of maxillofacial oral surgery (july-september 2015), volume 14(3), pages 799-807, india. The aim of this article is to evaluate the efficacy and comparison between 2.0 mm locking plate system and 2.0 mm champy¿s titanium mini plating system in mandible fractures. A total of 20 patients (14 were male, 6 were female, mean age 29, age range 17-45) with mandibular fractures were treated over a period between september 2010 and august 2012. Divided into two randomized groups: a and b. Group a was treated with open reduction internal fixation (orif) using 2.0 mm locking plates and group b with 2.0 mm champy¿s titanium miniplates. All patients were followed up for 12 weeks postoperatively. The following complications were reported for group a for both impacted products: ten patients had pain, two patients had pain 2 week postoperatively, two patients had pain 1 month postoperatively, two patient had infection 1 week postoperatively, one patient had infection 1 month postoperatively, two patients had mobility of fracture fragments 1 week postoperatively, one patient had mobility of fracture fragments 1 month postoperatively, two patients had occlusion disturbance 1 week postoperatively, one patient had wound dehiscence 1 week postoperatively, one patient had wound dehiscence 1 month postoperatively, one patient had sacrificed the mental nerve at the time of trauma. This is report 2 of 2 for (B)(4). A copy of the literature article (or abstract) will be submitted with this medwatch.